Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker atrial tachy response (atr) episodes that demonstrated oversensing of noise on both the right atrial and right ventricular channels, which was noted to be possibly related to external noise. Battery status was reported as acceptable, and lead measurements were noted to be satisfactory. This pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that a routine follow up with the physician is planned and that no further noise events have been identified since the reported event.

Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker atrial tachy response (atr) episodes that demonstrated oversensing of noise on both the right atrial and right ventricular channels, which was noted to be possibly related to external noise. Battery status was reported as acceptable, and lead measurements were noted to be satisfactory. This pacemaker remains in service. No adverse patient effects were reported.